Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain and leads migrated. The patient underwent spinal cord stimulation (scs) explant procedure. Explanted products were disposed of per hospital policy.